Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer reused cartridges. A correction bolus was delivered to address bg. Tandem technical support educated the customer that the cartridge is labeled for single use only.